Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7060-90, lot# 493862, mfd. 03/21/2017, expires 2022-03, (B)(4). 2nd (middle): ifuse implant, p/n 7045-90, lot# 493838, mfd. 03/02/2017, expires 2022-03, (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# 493856, mfd. 03/23/2017, expires 2022-03, (B)(4).

Event description:
In (B)(6) 2017, the patient had left side si joint arthrodesis where three implants were placed. The patient later presented to the surgeon with complaints of no pain relief and claiming that she had a titanium allergy and insisted that the surgeon remove the implants. The patient also had all her spine hardware removed upon her request at a previous date. The surgeon did not determine any medical need to remove the si joint implants, nor is it known if any testing was performed to confirm any metal allergies. In (B)(6) 2017, the surgeon removed the implants as requested by the patient. All three implants were solidly fixed in bone and required chisels to remove them. The status of the patient following the revision procedure is not known.